Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited noise. Programming changes were made. The patient was stable.

Event description:
New information indicates that the right ventricular (rv) lead exhibited continued noise. The rv lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6.